Manufacturer narrative:
The investigation has been completed since the original report was submitted. According to the clinical information, on the first day of impella cp support, the patient arrived to the intensive care unit (ICU) with a kink in the catheter. After a loss of the placement signal and left ventricle signal waveforms, the team attempted to resolve the issue with no success. Although it was determined that they had lost the optical sensor, the team elected to leave the patient on support. No product was returned for a visual inspection. Data log analysis confirmed the optical signal issue was during support and that the 5s parameters aligned with a kink in fiber line. The signal-to-noise ratio, light and contrast were decreasing while the lamp and gain increased with placement signal being lost. The most likely cause of the optical signal issue was a damaged fiber line with kink in catheter occurring after patient transfer to ICU. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the cannula was found to have a kink between the white catheter shaft and the red plug. After numerous troubleshooting and echo images the pump is found be in good position and team was educated on use of motor current and flows for patient. There was no harm to the patient because of this incident.

Manufacturer narrative:
B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-04942. B7 other relevant history, including preexisting medical conditions updated. D4 expiration date updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank. G1 updated with correct MDR reporting contact email.

Event description:
The complainant also reported loss of optical signal. The placement signal and left ventricle signal waveforms were not available on the automated impella controller (aic) after multiple troubleshooting attempts. Changing the aic did not resolve the issue. Imaging confirmed the pump was in the correct position. After becoming aware of the loss of the optical sensor, the decision was made to leave the patient on support.